Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. The system had been implanted from the right side as the patient had a previous extraction from the left side. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. The ra lead came out with traction alone. The physician then used a spectranetics 14f glidelight laser sheath to begin extraction of the rv lead. After encountering stalled progress near the superior vena cava (svc)/ra junction, the physician upsized devices to a 16f glidelight to attempt to advance over the adhesion and into the rv. Initially there was a tremendous amount of unattended forward motion in the innominate vein, causing the device to advance through the vasculature at an excessive rate. After monitoring the patient's blood pressure, the physician advanced past an area of adhesion and the rv lead was removed. The patient's blood pressure then dropped drastically and rescue efforts began, including chest compressions, use of a rescue balloon, and sternotomy. There was major blood loss, making it extremely difficult to assess the injury. The patient was placed on bypass but there was little to no perfusion that could be sustained as a result of severe perforations/blood loss. Subclavian, svc and ra perforations were discovered. A vascular surgeon was repairing the subclavian vein while the CT surgeon attempted to repair the svc and ra. The CT surgeon stated that the entire length of the svc was torn, making it difficult to complete the repair. The patient's stomach had to be opened to relieve pressure during this rescue. Repairs to the perforations were successful and the patient was taken to the cardiovascular ICU. This report captures the 16f glidelight in use when the subclavian, svc and ra perforations occurred. There was no alleged malfunction of any spectranetics device in use during the procedure.

Manufacturer narrative:
Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Manufacturer narrative:
Relevant tests/laboratory data unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection. The system had been implanted from the right side as the patient had a previous extraction from the left side. Spectranetics lead locking devices (llds) were inserted into the leads to provide traction. The ra lead came out with traction alone. The physician then used a spectranetics 14f glidelight laser sheath to begin extraction of the rv lead. After encountering stalled progress near the superior vena cava (svc)/ra junction, the physician upsized devices to a 16f glidelight to attempt to advance over the adhesion and into the rv. Initially there was a tremendous amount of unattended forward motion in the innominate vein, causing the device to advance through the vasculature at an excessive rate. After monitoring the patient's blood pressure, the physician advanced past an area of adhesion and the rv lead was removed. The patient's blood pressure then dropped drastically and rescue efforts began, including chest compressions, use of a rescue balloon, and sternotomy. There was major blood loss, making it extremely difficult to assess the injury. The patient was placed on bypass but there was little to no perfusion that could be sustained as a result of severe perforations/blood loss. Subclavian, svc and ra perforations were discovered. A vascular surgeon was repairing the subclavian vein while the CT surgeon attempted to repair the svc and ra. The CT surgeon stated that the entire length of the svc was torn, making it difficult to complete the repair. The patient's stomach had to be opened to relieve pressure during this rescue. Repairs to the perforations were successful and the patient was taken to the cardiovascular ICU. This report captures the 16f glidelight in use when the subclavian, svc and ra perforations occurred. There was no alleged malfunction of any spectranetics device in use during the procedure.